Event description:
Welding issues where the threaded plug does not hold. It will fall apart (give away). Possible for pt injury. MFR has been made aware and says something must be done and to inform customers not to use device, but rptr does not have all customer's names and neither does MFR. Not aware of any specific pt injuries.